Event description:
Complainant alleged that the medics were defibrillating a 79 year old male patient in cardiac arrest. They successfully administered three shocks to the patient. The first shock was at 200 joules, the second at 300 joules, and the third shock was delivered at 360 joules, but on the medics attempt to administer a fourth shock to the patient, the device failed to discharge. The medics obtained another device to defibrillate the patient. The patient subsequently expired.